Event description:
The reporter contacted animas on (B)(6) 2015 alleging a call service alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission07/17/2015.device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings:.a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.